Manufacturer narrative:
Device evaluation: during the examination of the returned product, it was determined that the cutting edge is blunt. The outgoing goods inspection could not detect any irregularities. Therefore, it must be assumed that the scissors were damaged during use. For example, by cutting materials not intended for the purpose, the jaw part was bent. This resulted in deformation of the cutting edge and as a result the shearing function is no longer given. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction is made in section g3. The aware date in the initial report was incorrect. The correct aware date for this event was october 22, 2024. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the product had a cutting defect during the first use after delivery (tissue tearing). A prolongation of less than 15 min was reported and no adverse consequences.